Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display intermittently froze. Complainant alleged that the device now cannot be powered on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction of the device's display intermittently freezing up and the device not powering on was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.